Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/11/2019. Additional h3: it was reported that the device had a pull off - suture needle issue. An empty labeled winding former, a detached needle and needle suture piece were returned for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. Also, the needle-suture piece were visually inspected and the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed.due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident of ¿ the suture was detached from the needle easily during continuous suturing. It was not a control release needle¿.

Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: mmh845 mfg. Date: 11/14/2018; exp. Date : 10/31/2023. Llh086 mfg. Date: 10/06/2017; exp. Date: 09/30/2022. A manufacturing record evaluation was performed for the possible lot finished devices, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure for each lot/qty involved for mmh845 and qty involved for llh086 ? No further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on unknown date and the suture was used. During the surgery, the suture was detached from the needle easily during continuous suturing. It was not a control release needle. There were no adverse consequences reported. No further information is available.